Event description:
It was reported that during a routine device change procedure, this patient experienced asystole after this device was implanted. The patient required external pacing as a result of this prolonged asystole. The physician disconnected the system and tested the right ventricular (rv) lead using a pacing system analyzed (psa), which showed normal capture. However, the patient experienced asystole again when the system was reconnected, requiring external pacing. The physician elected to exchange the device and surgically capped the rv lead. A new device and rv lead were implanted to resolve the event. At this time, it is unknown if the rv lead is boston scientific product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that during a routine device change procedure, this patient experienced asystole after this device was implanted. The patient required external pacing as a result of this prolonged asystole. The physician disconnected the system and tested the right ventricular (rv) lead using a pacing system analyzed (psa), which showed normal capture. However, the patient experienced asystole again when the system was reconnected, requiring external pacing. The physician elected to exchange the device and surgically capped the rv lead. A new device and rv lead were implanted to resolve the event. At this time, it is unknown if the rv lead is boston scientific product. The device is expected for analysis, but has not yet been received. The patient was stable.